Manufacturer narrative:
At this time the lead was deactivated and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submited should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up visit, this left ventricular (lv) lead revealed high pacing impedance measurements greater than 2,000 ohms, no thresholds and loss of capture. This patient was sent to the hospital and a chest x-ray was performed, which revealed this lv lead was fractured. The decision was made to reprogram the device to right ventricular (rv) pacing only. A revision procedure will be performed in the near future. No adverse patient effects reported.